Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead 50cm.

Event description:
A report was received that the patient developed contact dermatitis. The trial leads and tape were removed and the event is resolving. The event was assessed to be procedure related.

Event description:
A report was received that the patient developed contact dermatitis. The trial leads and tape were removed and the event is resolving. The event was assessed to be procedure related.

Event description:
A report was received that the patient developed contact dermatitis. The trial leads and tape were removed and event is resolving. The event was assessed to be procedure related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.